Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away and when the patient's system was interrogated the right ventricular (rv) lead had exhibited a polarity switch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.